Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to return the problematic pump, and a replacement pump was sent by technical support. The customer was instructed to put the pump into storage mode prior to returning it and understood the actions required upon receiving the replacement pump.